Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 548 mg/dl. Customer was treated with insulin pump. Customer had dehydration. Customer stated there was no air bubbles and leak. Customer was not alleging insulin pump for under delivering. Customer was not using auto mode feature. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.